Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod between 1 and 4 hours. The patient was beginning to notice their lips turning blue, felling nauseous and vomiting. They went to the hospital and then removed the pod. When removed from the infusion site (leg), the pod's cannula was found bent. The patient was diagnosed with diabetic ketoacidosis. As treatment, the patient received manual insulin injections from the doctor and was kept overnight for observation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.